Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that an incomplete blow-through occurred during needle deployment as evidenced by the posterior cuff remaining in the posterior foot pocket after capturing the needle tip. Because the posterior cuff was not ejected from the foot pocket, when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the swage end of the anterior cuff as observed. An incomplete blow-through and subsequent link-to-anterior cuff detachment would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for an incomplete blow-through can include, but is not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. Because the plunger was not returned with the device, it could not be determined if excessive loctite was present in the needle shank, which could prevent the push mandrel from traveling beyond the distal end of the posterior needle to eject the posterior cuff completely out of the pocket. The push mandrel travel was tested on every needle plunger during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. There were no challenging anatomical conditions reported which could have contributed to the reported event. During the needle plunger deployment, if the plunger was not fully depressed, an incomplete blow-through could have occurred as detected. The instructions for use (IFU) states: while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked 2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. However, because the plunger was not returned with the device, this could not be confirmed. Based on the investigation findings, the probable cause for an incomplete blow-through and subsequent link detachment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, when the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a second perclose proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.